Event description:
It was reported that this pacemaker exhibited undersensing of atrial signals on the stored right atrial automatic threshold (raat) test electrogram (egm). Atrial intrinsic amplitude was noted to be out of range and a drop in amplitude was observed compared to implant values (2mv). Further review was recommended by technical services (ts). No adverse patient effects were reported. This device remains in service.